Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received shocks for t-wave oversensing (twos) in the past. Twos after intrinsic r waves was seen on stored non-sustained tachycardia episodes. No intervention was taken as very little twos has been seen since the event. The lead remains in use. No further patient complications have been reported as a result of this event.